Event description:
It was reported to nova biomedical that a consumer received a result of 367 mg/dl on their blood glucose meter at 2:00 pm. The consumer administered 3 units of insulin based on that reading. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solutions test her test as instructed in our directions for use. Consumer educated on these directions for use at time of call. The meter and the test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.